Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The plastic stent 10fr bend when introducing it throw the wire locking the device . "As per cc form": trying to advance the clso-10-9 through the fs-wl-p they couldn't manage to pass it through the wire locking device.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-2023 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x clso-10 -9 of lot number c1966498 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 09 feb 2023. On evaluation of the device the device was noted to have the stent and positioning sleeve returned. Damage observed on the flange on the tapered end of stent. 0.035 inch wire guide passes through freely. Document review: prior to distribution all clso-10-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for 1x clso -10-9 of lot number c1966498 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1966498. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force applied when introducing the stent through the wire locking device causing damage to the stent end. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.